Manufacturer narrative:
(B)(4).

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000ug/ml at 400ug/day. The indications for use were intractable spasticity and cerebral palsy. During a pocket revision to place the pump deeper in the patient's body, the hcp was unable to aspirate the existing catheter, and there was no drug/csf backflow. The hcp did not want to troubleshoot. The hcp decided to utilize a new pump. The new pump was connected to the existing catheter. The programmed existing catheter volume was .324mls. The hcp decided to disconnect the new pump from the existing catheter and have the new pump primed of 0.3mls on the back table. Troubleshooting performed and the cause of the inability to aspirate were unknown. Follow up was conducted. If additional information becomes, available, the event will be updated. See MFR report 3004209178-2016-00252 for information on the pocket revision surgery.